Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the following information came from the colorectal surgeon. Can you please clarify, how was the cdh29a device a "faulty circular stapler"? After operating the stapler as usual, connecting the anvil to the fully extended stapler, closing the stapler so that the orange indicator was within the green area and then firing, there appeared to be no staples coming from the stapler. The stapler had cut the tissue, but no staples held the tissue together, and no staples visible in the tissue. The results were 2 large openings, one in each part of the attempted anastomosis. Where within the gap setting scale was the orange indicator prior to firing? Close to the lower border of the green area, at 1.5 mm. What confirmation was received that the device was fully fired? The handle was fully squeezed together as per usual, and the stapler clearly cut the tissue apart. Did the device staple? No staples were visible. Was the staple line complete? There were no staples in the staple line. Were there any staples missing from the staple line? There were no staples visible within or around the tissue. What was the shape of the staples (b-formation, irregular, legs straight)? There were no staples visible within or around the tissue. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes . If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? The ¾. How was it confirmed that the anvil was free from the tissue prior to removing? It was felt by rotating the device gently. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Were there any patient consequences? The anastomosis had to be recreated, resulting in a prolonged operation due to takedown of the splenic flexure, a lower anastomosis to the rectum, and a placement of a diverting ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? When was the safety disengaged prior to firing? Were there any staples seen anywhere in the surgical field or on the back table? Was a complete washer transection confirmed? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, faulty circular stapler.

Manufacturer narrative:
(B)(4). Batch # r57m16. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the washer and knife is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.